Manufacturer narrative:
An event regarding crack/fracture involving an agbii stem was reported. The event was confirmed from the medical review. Method & results: -device evaluation and results: the device was not returned for analysis however an image was provided. The device is fractured at the neck and a portion remains in the ceramic head. There are marks of the device consistent with explantation damage. -medical records received and evaluation: a review of the medical records by a clinical consultant noted: issue with two revisions performed within 9-months of each other after primary abg-2/trident implantation in 2008 in a now (B)(6) female patient with unknown body weight and activity level. The first revision in (B)(6) 2015 was indicated for metallosis when exchange of femoral head and insert was performed. In (B)(6) 2015 an abg-2 neck fracture occurred requiring another revision when a zimmer revision stem was implanted. No further clinical details are available. X-rays post neck fracture document an adequate implantation of the abg stem but the trident cup has a low effective inclination due to use of a 10° liner plus absent anteversion while also significant heterotopic ossifications (ho) are present in and around the joint space, brooker grade-3. Explant pictures confirm the neck fracture while the rim of the cup liner shows an impingement ¿dimple¿. No explants were returned for investigation at any time. Two different events were reported for (B)(6) 2015 respectively but based upon available information, they both share the same underlying failure mechanisms that were not adequately recognized the first time and therefore led to the second revision. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. . Conclusion a review of the medical records by a clinical consultant concluded that cup malposition in absent anteversion plus heterotopic ossification have together caused overload in the arthroplasty bearing section with fatigue build-up manifest at first through metal debris generation and metallosis requiring a first intervention when the underlying pathology was not recognized and thus ending in a fatigue fracture in the stem neck some time later exactly at the area of overload requiring a second intervention. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was implanted on (B)(6) 2008 with a pta. On (B)(6) 2015 he was undergone a revision of the head (from metal to ceramic) and the insert. Then x-ray documented the fracture of the neck of the stem abg2, so the patient was submitted to an explantation of the stem and reimplantation of revision prosthesis zimmer on (B)(6) 2015.

Event description:
Patient was implanted on (B)(6) 2008 with a pta. On (B)(6) 2015 he was undergone a revision of the head (from metal to ceramic) and the insert. Then x-ray documented the fracture of the neck of the stem abg2, so the patient was submitted to an explantation of the stem and reimplantation of revision prosthesis zimmer on (B)(6) 2015.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was implanted on (B)(6) 2008 with a pta. On (B)(6) 2015 he was undergone a revision of the head (from metal to ceramic) and the insert. Then x-ray documented the fracture of the neck of the stem abg2, so the patient was submitted to an explantation of the stem and reimplantation of revision prosthesis zimmer on (B)(6) 2015.